Event description:
During the operation with monotube, the screw broke when tightening the screw for the fixation. The surgeon used other monotube instead. This monotube was used only several times after the hospital purchased the device.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.